Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leakage at adapter tubing junction. On (B)(6) 2024 patient was treated surgically for bilateral straight inguinal hernias with a closed IV indwelling needle that leaked at the connector.the treatment was successfully completed after replacement of the indwelling needle.

Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review lot#2007034 1-the products of this batch were assembled at intima ii auto line 4 in january 2022, and packaged at r240 package line in january 2022. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the defect state of the complained sample cannot be identified, the root cause of leakage at the connector cannot be determined.